Manufacturer narrative:
(B)(4).

Event description:
The customer reports: the guidewire doubled when performing central venipuncture and when removed for a new puncture, lost its integrity, widened or ruptured.

Manufacturer narrative:
(B)(4). The customer returned a single unraveled guide wire and the product lid stock for evaluation. The guide wire was unraveled but was returned as one continuous piece. No other components were returned. Visual examination revealed the guide wire is unraveled from the distal weld and has multiple kinks in the guide wire body. The exposed distal end of the core wire is deformed but retains the j-shape. Microscopic examination of the guide wire confirmed the core wire was broken adjacent to the distal weld and that the weld was present at the end of the coil wire. The exposed distal core wire tip is tapered and discolored at the point of separation. Both welds appeared full and spherical. The kinks in the core wire were located 282, 469 and 573 mm from the proximal weld. The guide wire outer diameter was measured and was found to be within specification. The core wire length measured 603 mm which is within specification; therefore no pieces appear to be missing. The undamaged proximal end of the guide wire was advanced through a lab inventory 18ga introducer needle and ars and was able to pass through the components with minimal resistance. A manual tug test confirmed that the proximal weld was intact. A device history review was performed on the guide wire and catheter and no relevant manufacturing issues were identified. The instructions-for-use (IFU) provided with this product describes suggested techniques to minimize the likelihood of guide wire damage during use. The IFU cautions that if resistance is encountered when attempting to remove the spring-wire guide after catheter placement, the spring-wire may be kinked about the tip of the catheter within the vessel which may result in undue force being applied resulting in spring wire guide breakage. If resistance is encountered, withdraw the catheter relative to the spring-wire guide about 2-3 cm and attempt to remove the spring-wire guide. If resistance is again encountered, remove the spring-wire guide and catheter simultaneously. The report that the guide wire unraveled was confirmed through examination of the returned sample. The core wire was broken adjacent to the distal weld. The guide wire met all functional/dimensional requirements during investigation testing. No manufacturing defects were found during this investigation. Arrow guide wires of this size are designed and manufactured to withstand a tensile force of 2.75 pounds force. This internal specification is higher than the bs en iso 11070:2014 standard of 2.2 pounds force for this size wire. The selected insertion site and patient anatomy may present a tortuous path that could contribute to the possibility of guide wire kinking. Guide wire breakage may occur if a force greater than the design specification is applied during removal. Based on these circumstances it was determined that operational context caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The customer reports: the guidewire doubled when performing central venipuncture and when removed for a new puncture, lost its integrity, widened or ruptured.